Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station powered down on its own and would not turn back on. There was no patient or user harm associated with this event.

Manufacturer narrative:
A return authorization was provided to the customer to have the faulty unit returned to spacelabs healthcare for depot repair. The device was evaluated by an equipment service center technician and the problem was verified. The technician identified that there was a build up of dust in the interior of the unit, intermittent fan on the video card, and faulty power supply. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.